Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing. The device also recorded several untreated episodes due to myopotential oversensing and the r-wave amplitude was observed to be low. The smartpass feature was deactivated because of the slow rate. When doing automatic set-up, no vector passes and upon provocative maneuvers there is no clear oversensing. It was advised by technical services (ts) to perform an x-ray. The s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: field h6 impact codes.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing. The device also recorded several untreated episodes due to myopotential oversensing and the r-wave amplitude was observed to be low. The smartpass feature was deactivated because of the slow rate. When doing automatic set-up, no vector passes and upon provocative maneuvers there is no clear oversensing. It was advised by technical services (ts) to perform an x-ray. The s-ICD remains in service. No additional adverse patient effects were reported.